Manufacturer narrative:
Concomitant medical devices: 694765, lead, implanted: (B)(6) 2007; dtpb2d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrograms showed noise signals on the atrial and right ventricular (rv) lead channels. Oversensing was also noted on the rv channel consistent with 50/60 hertz alternating current power. The atrial and rv leads remain in use. Follow up yielded no information. No patient complications have been reported as a result of this event.